Event description:
New information received notes programming changes were made. The patient was stable.

Manufacturer narrative:
(B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that non sustained right ventricular oversensing (nsrvo) as well as pacemaker mediated tachycardia was observed on the implantable cardioverter defibrillator. The nsrvo was determined to be due to post paced t wave oversensing. Programming changes were to be completed at a later date. The device was being monitored. The patient was stable.